Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-16. H6: investigation summary: one sample was received by our quality team for evaluation. A simulation was carried out by pumping water using a syringe into the luer of the arterial cannula returned sample which was then observed for any leakage. During the simulation, leakage was observed at the joint area of the catheter tubing and the nose of the floswitch housing. The leakage area was observed under a microscope and a hole was observed on the catheter tubing, confirming the customer¿s experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The loading of the catheter tube bush assembly is done using a manual loading process. During the manual loading process, the production technician loads the catheter bush assembly into the funnel in the arterial cannula assembly machine when the green indicator light is on. This funnel ensures proper alignment of the assembly and the luer of the floswitch housing. If the production technician loads the assembly early, the assembly will not be aligned properly with the floswitch housing and the catheter tubing may get damaged. The manual loading process was converted to an automatic loading process after this batch was produced. Communication with arterial cannula associates will be conducted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that a arterial cannula 20g/45mm experienced leakage during use. The following was reported by the initial reporter: "cannula leaks - blood splashes out, cannot be sealed. Cannula had to be removed again."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a arterial cannula 20g/45mm experienced leakage during use. The following was reported by the initial reporter: "cannula leaks - blood splashes out, cannot be sealed. Cannula had to be removed again."